Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. X-ray confirmed that the paddle lead had migrated. The patient underwent a lead reposition procedure. Nothing was added or removed.